Event description:
Based on the information received on 30-jan-2018 the case became medically confirmed. The case was updated from non-serious to serious because of addition of device malfunction and used crutches for three days. This unsolicited case from united states was received on 08-jan-2018 from the other non health care professional. This case concerns a (B)(6) female patient with unspecified age who received treatment with synvisc one injection and on the same day continued pain to medial and lateral patella and increased pain, increased stiffness; after 1 day had swelling, inability to weight bear on right leg due to pain, large effusion/ aspiration of synovial fluid; after a unknown latency used crutches for three days and knee was killing her, also, device malfunction was identified for the reported lot number. No relevant medical history, past drugs and concurrent condition was reported. Patient had multiple injections in the past over several years. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number: 7rsl021 and expiration date: 31-may-2020). On the same day, patient started to experience continued pain to medial and lateral patella and stiffness. Patient had large effusion and on (B)(6) 2017 synovial fluid was aspirated (latency: 1 day). It was reported that the knee was killing the patient (latency: unknown). On an unknown date in 2017 (about a month ago), the patient was on crutches for three days (latency: unknown). Later, patient did better. Patient wanted to come in to be seen. Patient never got better and saw the relief that she normally would. The physician assistant (pa) saw the patient when she came in to be seen after the injection. The doctor thought that it seemed like a fairly common effusion reaction following an injection. Corrective treatment: crutches for crutches for three days (walking difficulty); tramadol, naproxen, diclofenac, aspiration of synovial fluid for large effusion/ aspiration of synovial fluid, swelling; tramadol, naproxen, diclofenac for continued pain to medial and lateral patella and increased pain, increased stiffness; not reported for rest outcome: recovering for crutches for three days, knee was killing her, large effusion/ aspiration of synovial fluid; not recovered for rest seriousness criteria: disability for device malfunction and used crutches for three days. Follow up was received on 16-jan-2018. No new information was received. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 30-jan-2018 from the healthcare professional. Case was medically confirmed. Events of device malfunction, inability to weight bear on right leg due to pain, continued pain to medial and lateral patella and increased pain, increased stiffness and swelling were added. Event of large effusion was updated to large effusion/ aspiration of synovial fluid. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and had right knee pain, swelling, stiffness, effusion and inability to bear weight on right leg and had to use crutches. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.